Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) displayed a red call doctor icon. Troubleshooting efforts were performed and a yellow sending wave was showing. A boston scientific company representative opted to send a four-generation cell adapter and referred the patient to the clinic to discuss the red call doctor icon and adapter status. Upon review, it was noted that this device exhibited a warning message. At this time, the crt-d remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) displayed a red call doctor icon. Troubleshooting efforts were performed and a yellow sending wave was showing. A boston scientific company representative opted to send a four-generation cell adapter and referred the patient to the clinic to discuss the red call doctor icon and adapter status. Upon review, it was noted that this device exhibited a warning message. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.